Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patient suffered a perforation and pericardial effusion. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium being used for the first time may have perforated the posterior wall of the left atrium. The physician stated it may have been caused by the stiffness of the sheath. The afib ablation was halted (no ablations performed) and a pericardiocentesis was performed removing 1200 ml of fluid from the pericardial space. The procedure to do the atrial flutter ablation then proceeded to be performed. Patient is stable at the time of the call. Additional information received indicated the event occurred during the mapping phase of the procedure; post-transseptal puncture. Prior to noting the cardiac tamponade, ablation had not been performed, therefore, no evidence of a steam pop. Ablation catheter not used during or prior to the cariac tamponade. Irrigation catheter was not used during the event. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. No force visualization features available at that time. The patient required extended hospitalization for monitored in the ICU because of the adverse event and then transferred to another med center for monitoring in case surgery intervention was necessary ¿ no reported surgery at this time. The patient was reported as fully recovered (no residual effects). The physician¿s opinion on the cause of this adverse event was not that there was a product malfunction; physician was testing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for the first time and the feedback was that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium paired with the pentaray catheter was not working for him. The product complaint was that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium seemed too stiff. This issue of ¿device stiffness¿ is not considered to be MDR reportable since there is no evidence of product malfunction.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patient suffered a perforation and pericardial effusion. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium being used for the first time may have perforated the posterior wall of the left atrium. The physician stated it may have been caused by the stiffness of the sheath. The afib ablation was halted (no ablations performed) and a pericardiocentesis was performed removing 1200 ml of fluid from the pericardial space. The procedure to do the atrial flutter ablation then proceeded to be performed. Patient is stable at the time of the call. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and tests evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Per the event, magnetic, electrical, deflection, and irrigation were tested. No malfunctions were observed during the product analysis. During actuation of the mechanism, it feels smooth during the handling, without stiffness. A device history record evaluation was performed for the finished device, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿. Initial reporter contact information was available and inadvertently omitted from the 3500a initial medwatch. The information has now been added to the appropriate fields (B)(6).

Manufacturer narrative:
On 6/13/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the vizigo appears in normal conditions. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Also, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).